Manufacturer narrative:
Device has not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part. The following sections of this report have been left blank due to the information being unavailable or non-applicable: a1-a6 b3, b6-b7 d2b, d4, d6a-d6b, d7b, d10 g4-g5, g7 h2, h4-h5, h7, h10.

Event description:
"There should be 3 total from wimberley where we have not received anything from dps yet, in terms of a pc- email. We have (B)(4), reported on 3/20.... We have xxxx (no nc assigned?) Reported on 3/20 [these were both reported via text message to skaw, who then sent it on to our complaint team].... Finally we have the (B)(4) event on 4/04 reported yesterday."